Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator and found no anomalies. No parts were replaced. Provided ventilator logs confirmed the reported alarms for high o2 concentration. The root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).